Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon device interrogation, electrocardiograms revealed multiple high ventricular rate episodes due to short bursts of noise. Noise was reproducible in clinic with isometric exercises. A chest x-ray was performed, and no malfunction was observed. These episodes were reproducible in clinic with isometric exercises. The patient was asymptomatic to these episodes. No intervention was reported. The patient was in stable condition.